Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon ruptured. A 2.75 x 15 mm agent dcb was selected for use. During the procedure, the balloon ruptured and was removed. The procedure was completed with another of the same device and no patient injury was reported. It was further reported that the device failed to cross the lesion and did not rupture.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon ruptured. A 2.75 x 15 mm agent dcb was selected for use. During the procedure, the balloon ruptured and was removed. The procedure was completed with another of the same device and no patient injury was reported.